Event description:
It was reported by service report that the brakes cannot be engaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: brake rod support.